Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they have to go to the bathroom too much and have to get up 2-3 times a night. Patient states this issue started about 2-3 months ago and they have tried increasing stim but it was too strong so they had to reduce it. Agent offered to educate patient on how to switch programs but patient declined and said they want in-person assistance. Patient also mentioned they have an appointment scheduled with their gynecologist on the 13th or 14th but the appointment was cancelled due to a representative needing to be at the appointment. The patient states they have been in contact with their doctor and they are recommending the patient call the manufacturer. Agent will be sending an email to the representative to notify them of patients situation. Additional information was received from the patient. Patient called back regarding urinary problems. Patient stated they went to hcp and got medication but it did not help their urinary symptoms. Patient stated they are waking up at night and going to the bathroom 15 times a day. Patient said sometimes they can't make it to bathroom before they are already streaming. Patient wears pads and has to add extra toilet paper but it is still soaking through and ruining their clothes. Agent had patient connect to ins. Therapy was off when patient connected. Reviewed therapy off information. Patient stated therapy was probably off for "a pretty good while" at this point. Patient turned therapy back on and felt stimulation. Patient will maintain stimulation and monitor symptoms.